Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) on (B)(6) 2017 they had new pain in their legs so reprogramming was performed to cover their legs. Following this the consumer was happy with coverage.